Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the instrument fractured near the tip within the diamond-point/knurled feature. The fracture and adjacent diamond-point features show significant deformation, consistent with a ductile overload fracture of the material, due to bending. This suggests the instrument was used to pry out either a metal or ceramic liner instead of tapping to gently breaking the bond between the tapers. This instrument was designed for removal of polymer inserts. No evidence of material or manufacturing defects was observed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Tip broke on metal liner extraction tool.